Manufacturer narrative:
D10 h10: no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use more than 3 months. No additional patient or event information was available. A root cause could not be determined. Tandem customer technical support instructed customer to use a new transmitter.